Event description:
Additional information was received/cec adjudication minutes were reviewed. The committee disagreed with the coding of mi (protocol definition) and stent thrombosis (both protocol and arc definitions). This is in accordance with the file as it stands. The committee agreed with the coding of arc (peri-procedural pci). This event had not been previously captured. The file will be updated with a code for mi and processed accordingly. The adjudication minutes noted: the patient with a history of mild aortic stenosis, hypertension, dyslipidemia, diabetes, asthma and former smoking who presented with a 90% stenosis in the proximal right coronary artery (rca). The patient presented to his physician's office with ECG changes in the inferior leads, reversible with substernal chest pain, even at rest, with evidence of crescendo angina. The patient did not have any recurrence of his chest pain. The patient was enrolled in the (B)(6) study and underwent the index procedure for which the proximal rca was treated with pre-stent balloon angioplasty, placement of one study stent/cypher 2.5 x 23 mm. And post-stent balloon angioplasty. The angiographic core lab reported a 19% final residual in-lesion stenosis with no dissection and timi 3 flow. A 70% stenosis was appreciated in the cx which

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi during the index procedure. This is a (B)(6) male with medical history mild aortic stenosis, hypertension, dyslipidemia, diabetes, asthma and former smoker. The indication for the index procedure was angina. Angiography revealed a 90% stenosis in the proximal rca. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. Pre-dilation, single stent implantation and post dilation were successfully completed. The core lab reported a 19% residual stenosis, no dissection and timi 3 flow and a 60% side branch stenosis of the 1st septal. It was noted that there was a 70% stenosis in the lcx, an intervention at a later date was planned. Pre-procedure the ck was 110, the ckmb was 3.2 and the troponin was 0.44. The ck was noted to be markedly hemolyzed. Post-procedure the ck was 43, the ckmb was 1.9 and the troponin was not performed. The ECG core lab reported no new major st-t abnormalities and no new q waves. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. Final discharge diagnosis of non-st segment elevation mi was noted. The patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15093754 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events.

Manufacturer narrative:
The report received from the (B)(6) study indicated that the patient was enrolled in the study and had a cypher 2.5 x 23 mm stent implanted in the proximal right coronary artery during the study index procedure. There were no reported product issues/procedural complications prior to discharge. The patient was discharged the day after the procedure. Approximately forty-two days after the index procedure, the patient was reported to be suffering from substernal chest pain/pressure with minimal exertion due to coronary artery disease. The patient had a re-pci/ptca only done to the rima to the distal circumflex. The event was reported to be possibly related to the study device/procedure/drug. Addendum: additional information received indicated the patient had an additional re-pci/ptca to the same rima graft to the distal circumflex target lesion approximately one year after the index procedure. There was no reported in-stent-restenosis (isr), peri-stent restenosis (within 5 mm), or thrombosis of the previously implanted cypher stent in the rca target lesion. The event was severe, and was reported to be possibly related to the study device/procedure/drug. The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.